Event description:
Nurse attempted to site an IV pre-procedure. During placement the bd insyte autoguard winged 22 g 1 in lot number 8254631 2011-09 would not allow full retraction of the needle. After the noted difficulties, the entire device was removed but noted to be slightly shorter than it should be, it was compared to an unused device and found to be 2 mm shorter. A torniquet was left in place and patient x-rayed. X-ray showed a 2 mm section in subcutaneous tissue. A surgical consultation was obtained and the small portion of catheter was left in place with the thought that it would work its way out of subcutaneous tissue on its own. The patient was advised of the findings and recommendations. Diagnosis or reason for use: intravenous access.